Event description:
The user of an xe-2100 automated hematology analyzer (serial number # (B)(4)) reported an incident in which the powervar uninterruptible power supply (ups), used as an accessory to the device, began to emit smoke and flames. The local fire department was contacted, the laboratory was evacuated. No one was injured or required treatment during this event. The operator observed melted power wires connecting to analyzer (B)(4), which needed replacement. The operator photographed the ups, which showed the serial number and model number of the device. The hematology supervisor confirmed that the ups was supplied by their bio-medical department, not sysmex. The sysmex field service representative's (fsr) examination of the ups showed the damage to the ups was located at the power input, and there was not in contact with or near any fluid or sources of fluid. The fsr was told by a laboratory technician that a large amount of dust was located behind the analyzer. The analyzer functioned properly after the power cord was replaced, no fuses were damaged.

Manufacturer narrative:
No evidence was provided that suggested the xe-2100 was at fault. The ups was purchased by the hospital in (B)(4) 2006, and was manufactured by powervar, inc. This equipment was not supplied by sysmex as an accessory to the hematology analyzer. (B)(4). The ups was no longer available to be returned to powervar inc. For eval. The fsr replaced the power cord that was damaged, confirmed the ups was not in contact with or near any fluid or sources of fluid, and that the fuses within the analyzer were not damaged. Had the sysmex analyzer pulled sufficient current to cause a fire, the fuses within the analyzer would have been damaged. The institution purchased a replacement ups on (B)(6) 2014. This report is submitted because the analyzer was connected to a ups that caught on fire. User harm is possible. Any incident in which a fire starts has the potential to cause user harm, not only because of possible injury from burns, but from inhalation of smoke and harmful vapors that may be emitted from burning plastics and other combustible materials.